Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer through a manufacturing representative regarding a patient receiving intrathecal therapy via an implantable pump for non-malignant pain and failed back surgery syndrome. The drug, dose, and concentration were unknown. It was reported that the personal therapy manager (ptm) was displaying error code 8474 [reset], and the pump was alarming. The code was unresolved. There were no symptoms reported. There were no further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that troubleshooting had not yet been performed, and device replacement was to be announced. The device was going to be sent back to the manufacturer when replaced. The patient¿s weight at the time of the event was not known. There were no further complications reported.

Manufacturer narrative:
Analysis of the pump found battery high resistance. The pump was included in the potential battery performance population. Interrogation of the device revealed it contained hydromorphone and clonidine in minimum rate mode. Eval code - conclusion code ¿ is being updated for this event. Eval code - result code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. An (B)(4) code was displayed regarding power on reset mode was indicated. It was also indicated that the reason for device removal was battery depletion. Regarding if the patient was receiving lioresal / compounded baclofen via the pump, it was noted that the patient was receiving other unknown/unspecified medication. The pump was replaced on (B)(6) 2017. The patient recovered with sequela. It was noted that the patient had experienced a sudden loss of therapy. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.